Event description:
Unomedical reference number (B)(4). Event occurred in (B)(4). It was reported that patient faced an infusion set tubing was leaking on 17-may-2024. The blood glucose level was 18 - 20 mmol/l at the time of event. The infusion set was in use for 2 days. No further information available.